Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifiers: (B)(6).

Event description:
It was reported the health care provider (hcp) noticed an increased number of urinary tract infections in patients after cystoscopy procedures when the facility started using the 3-way stopcock on flexible cystoscopes. There were four patients affected and the patients were admitted to the hospital the week after the procedure. They were diagnosed with urinary tract infection and sepsis. At first the stopcock devices were reprocessed using a thermal disinfector and now the facility reprocesses the device in the basket of an etd4 reprocessor. The customer indicated they had no instructions for machine cleaning the stopcock devices. The cystoscopes had a clear and proven washing process that had not been changed. It was when they changed to the new stopcock device that the urinary tract infections appeared, therefore it is the likely source of the infections. The customer indicated they did not know if the stopcocks had be cultured. Additional information regarding each individual patient outcome was requested but unknown by the customer. The customer indicated there were five stopcocks involved, however they could not trace which stopcock was used for each of the four individual patients that developed infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Per cleaning disinfection and sterilization (cds) processes checklist provided by the customer there have been deviations, deficiencies, and/or concerns in reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the device was not properly reprocessed and pathogens or other biological substances remained on the device. The event can be prevented by following the instructions for use which state: "stopcocks and tubing". "System guide endoscopy". "Permissible reprocessing processes. Manual or automatic cleaning. Disinfection or high-level disinfection. Steam sterilization (autoclaving). Gas sterilization (eto)". Olympus will continue to monitor field performance for this device.